Event description:
As reported, during transabdominal preperitoneal (tapp) laparoscopic inguinal hernia repair procedure on (B)(6) 2022, the capsure straight device was used to fixate 3dmax light mesh. It was reported that while deploying first fastener, two fasteners were deployed into the patient's body at once and those fasteners were removed from the patient's body. It was also reported that when the device was cycled in the air, two fasteners were deployed again. It was reported that another device was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
As reported, the capsure straight device deployed two fasteners at once into the patient's body and those fasteners were removed from the patient's body. No reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 655 units released for distribution in jun,2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ and "use caution when applying the capsure¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. Care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device."